Manufacturer narrative:
(B)(4) batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what anatomical structures was the enseal was used on in the original procedure? What was the indication for the original procedure? Did the patient have any pre-op radiation or chemotherapy? Did the surgeon have any difficulties with the device intra-op during the original procedure? Were there any generator alert screens? Did the surgeon have any bleeding or hemostasis issues during the original procedure? Did the surgeon received the end tone for every firing during the original procedure? What is the surgeon's experience with device? Is there any surgical video available of the initial procedure? How was the site of the bleeding identified and was it in an area where the enseal was used? How was the bleeding addressed in the secondary procedure? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that after a high anterior resection there was a post op hemorrhage. Bleeding from left upper quadrant - omentum/tail pancreas area - sutured - open laparotomy to complete. Occurred approximately 12 hrs post procedure. It took 2 hrs to perform the laparotomy. Unsure if the enseal was the cause.

Manufacturer narrative:
(B)(4) batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what anatomical structures was the enseal was used on in the original procedure? What was the indication for the original procedure? Did the patient have any pre-op radiation or chemotherapy? Did the surgeon have any difficulties with the device intra-op during the original procedure? Were there any generator alert screens? Did the surgeon have any bleeding or hemostasis issues during the original procedure? Did the surgeon received the end tone for every firing during the original procedure? What is the surgeon's experience with device? Is there any surgical video available of the initial procedure? How was the site of the bleeding identified and was it in an area where the enseal was used? How was the bleeding addressed in the secondary procedure? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that after a high anterior resection there was a post op hemorrhage. Bleeding from left upper quadrant - omentum/tail pancreas area - sutured - open laparotomy to complete. Occurred approximately 12 hrs post procedure. It took 2 hrs to perform the laparotomy. Unsure if the enseal was the cause.